Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the atrial lead exhibited over sensing, impedance anomaly, and threshold anomaly. Fluoroscopy revealed that the lead was fractured in the sub-clavian area. The device was reprogrammed. No patient symptoms were reported. The patient would continue to be monitored.